Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inappropriate high voltage therapy was noted during ventricular tachycardia and atrial fibrillation. Reprogramming of the device is anticipated and the patient is in stable condition.